Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. The drive support was inspected and no anomaly was noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call of being hospitalized in (B)(6) 2016 for high blood glucose of 600 mg/dl. Customer also indicated of hospitalization in (B)(6) 2015 for high blood glucose of 1000 mg/dl. Troubleshooting found that the drive support cap was flush at the bottom of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.